Event description:
Per the audiologist, the patient's flange fixture with abutment fell out. The surgeon reported that the patient is a "very heavy smoker" and this may have negatively affected the osseointegration. The patient plans to have another fixture placed in "a month or two". The surgery had not been scheduled at the time of this report, filed in 2008.

Manufacturer narrative:
.